Event description:
It was reported that the patient presented for generator change out. During the procedure it was noted that the atrial lead had an insulation breach that was fixed using medical adhesive. After the surgery it was noted that the atrial lead was over-sensing noise as well as under sensing that was causing inappropriate mode switches. No additional changes or intervention was reported. There were no patient consequences.